Manufacturer narrative:
(B)(4). The mitraclip clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steering issues that occurred during use with the clip delivery system (cds). During removal, the cds became caught on the chordae and caused a chordal rupture, which required an additional clip for treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, in a dilated heart. The clip delivery system (cds) was advanced to the left atrium (la). The translation of the cds was difficult while moving back and forth. When the cds was advanced to the left ventricle (lv), the delivery catheter (dc) shaft was noted to bend and the device was deflecting to the anterior side of the valve. The bending and deflection occurred when the delivery catheter (dc) handle was translated forward and while unlocking the clip. After several attempts it was decided to replace the device. During removal of the cds from the lv, difficulty was observed and a small chordal rupture was seen. It was noted that the mr increased. A new cds was used to successfully treat the mr. Two clips were implanted and the mr was reduced to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. The reported bending of the delivery catheter (dc) shaft during lock lever retraction and during dc handle translation was confirmed via returned device analysis while the reported difficulty translating dc handle was not confirmed. The difficulty positioning the device during dc handle translation and difficulty removing the device from the anatomy could not be replicated in a testing environment as these events were associated with procedural conditions. The investigation concluded that the dc shaft bend during lock lever retraction was likely associated with procedural conditions. The dc shaft bend during dc handle translation and subsequent difficulty positioning the cds were related to a bend in the actuator mandrel; however, a definitive cause for the bent mandrel could not be determined. The difficulty retracting the cds from the anatomy was likely a result of procedural conditions related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint-handling database was performed and identified no other incidents reported for this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.